Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach. Upon removal of the device, the pin had fired and the capsule came off the delivery device. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. The patient coughed during the esophagogastroduodenoscopy (egd), but not at the time of the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The capsule has been in contact with blood and was thoroughly wiped down with disposable disinfectant wipes. A lubricant was used to facilitate placement of the capsule, no lubricant went into the capsule chamber, and the delivery system and the capsule will be returned for investigation.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. Upon removal of the device, the pin had fired and the capsule came off the delivery device. There was no harm to the patient, no intervention was required, and no repeat procedure was performedas they used another capsule and completed the procedure straight afterwards. The patient coughed during the esophagogastroduodenoscopy (egd), but not at the time of the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The capsule has been in contact with blood and was thoroughly wiped down with disposable disinfectant wipes. A lubricant was used to facilitate placement of the capsule, no lubricant went into the capsule chamber, and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and one bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported bravo fail to attach to patient's esophagus. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.